Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. A spectranetics lead locking device (lld ez), cook medical bulldog lead extender, and a cook medical one-tie compression coil were used as traction for the rv lead, and a cook medical liberator locking stylet and a one-tie were used as traction for the ra lead. Using a spectranetics 12f glidelight laser sheath, the ra lead was removed successfully with no issues. Moving to the rv lead using a 14f glidelight, advancement stalled at the leads superior vena cava (svc) coil. Upsizing to a 16f glidelight, advancement was made beyond the svc coil; however, the lead began to stretch. Due to this, a cook medical needle''s eye snare and pigtail wire were used to snare the lead, but was unsuccessful. The 16f glidelight was used again, advancing to the tricuspid valve, and the rv lead released. At that time, the patient's blood pressure dropped and cardiac tamponade was suspected. Rescue efforts began, including pericardiocentesis, chest compressions, extracorporeal membrane oxygenation (ECMO), and thoracotomy. An svc/ra junction perforation was discovered and repaired. The patient survived the procedure. This report captures the 16f glidelight in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient's date of birth unk. A4): patient''s weight unk. B7): other relevant history unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.